Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the subject device tested (B)(6) for the following some kinds of bacteria. (B)(6). The user facility reported that the subject device had been reprocessed using soluscope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.